Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump delivered extra boluses. The customer's blood glucose level was 5.7 mmol/l at the time of the incident. The caller stated that the issue may have been caused by an accidental button press, but it was unknown as to what caused the extra bolus delivery. The customer was assisted with a self test and the device passed. The caller will call back at a later time regarding the issue.